Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie drawers were not being detected. A field service engineer effectively replaced the controller boards and the control module to address the problem. The system functioned as intended after the field service engineer had troubleshot the device.

Event description:
It was reported that when using the pyxis medbank es system experienced cubie failure. A customer has reported that a user is unable to dispense medication due to a malfunction. There were no adverse events or injuries reported based on this event.